Event description:
Upon removing the catheter, a kink/crack was noticed at the proximal end of the catheter just above where the rhv is located.

Manufacturer narrative:
Technical evaluation: it does not appear that the device was used on a patient. There was one flattened section near the distal tip. Visual inspection of the hub under the microscope showed some minor uneven edges where it connects with the rhv and a small piece appears to be chipped and removed from the edge. Conclusion: this may have been caused by over tightening of the rhv. The device did not show any leaking at the hub when tested using a syringe. There is no apparent crack in the hub as indicated in the incident form however, the hub had some minor visual defects that could have been caused during the hub molding process. This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009.